Event description:
Disposable chargeable item not functioning properly: interpulse handpiece set with suction tubing, (B)(4), was not aspirating saline from the bag. We wasted 1 item and used another similar one in its place. The item was bagged, brought to sterile processing department for cleaning and saved for risk management.